Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there was a type 1 endoleak with migration of the stent graft. This was treated with a talent aorto-uni-iliac device, an occluder and fem-fem bypass. No add'l info was provided, and the pt outcome was not reported.